Event description:
It was reported that the patient was not getting adequate relief. No device malfunction was suspected. The patient underwent an ipg and lead explant procedure and all device components will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 16091580.